Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) has reached a battery status of elective replacement indicated (eri) sooner than anticipated, given the minimal therapy provided.